Event description:
Reported via clinical study. It was reported that hospitalization or prolongation of existing hospitalization occurred. A left atrial appendage closure procedure was performed. A watchman trusteer access system was utilized, and a watchman closure device was implanted. Post-procedure the patient developed a right groin hematoma. Peripheral vascular leak without evidence of pseudoaneurysm, positive for 8.2 x 2.8cm hematoma. No intervention performed. The patient was monitored overnight and discharged home the next day.